Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4585 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removed") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4585 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essre removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Fragmented [device breakage]. Acute and chronic cervicitis [chronic cervicitis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragmented") and cervicitis ("acute and chronic cervicitis") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of recurrent abortion, multigravida, laparoscopy and cholecystectomy. Previously administered products included: iud nos for menorrhagia. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required) and cervicitis (seriousness criterion medically important). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, cystoscopy,). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered cervicitis and device breakage to be related to essure administration. The reporter commented: more than one essure related surgery -no. New essure removal date was reported: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.4 kg/sqm. [Gynaecological examination] on (B)(6) 2022: on view with the laparoscope the patient was noted to have normal survey of the upper abdomen including liver edge and gallbladder. She had normal appendix. On view of the pelvis she had an enlarged 12 week globular uterus. At the completion of the procedure, cystoscopy was performed noting normal bladder mucosa and efflux of methylene from bilateral ureteral orifices. [Hysterosalpingogram] on (B)(6) 2012: indings : the endometrial cavity has a normal configuration. Fallopian tube with blunting of the cornu. Here is faint filling of the proximal right fallopian tube. Contrast is identified extending into the proximal 6 nm of the right fallopian tube, just beyond the cornu. Impression 1. Partial filling of the proximal right fallopian tube with contrast extending into the proximal 6 mm of the tube beyond the cornu. 2. No filling of the left fallopian tube with blunting of the cornu. 3. No free intraperitoneal spillage. [Pathology test] on (B)(6) 2022: uterus, uterus, cervix, bilateral falopian tubes, and iud final diagnosis. A. Uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: - acute and chronic cervicitis. - negative for dysplasia or malignancy. - endometrium: - benign endometrial glands and stroma with features of exogenous hormone effect. - negative for hyperplasia or malignancy. - myometrium: - adenomyosis. - leiomyomata. - fallopian tubes: - no pathologic abnormality. - other: - intrauterine device grossly identified. Clinical information: symptomatic uterine fibroids gross description received mrn and "uterus, cervix, bilateral fallopian tubes, iud," is a 209 g fragmented, 18_5 x 14.0 x 6.0 cm in aggregate hysterectomy. 2 intact fimbriated segments of fallopian tube identified. Fallopian tube #1 (5.5 cm in length by 0.4 cm diameter), and fallopian tube #2 (7 cm in length by 0.5 cm in diameter), there the serosa of the fallopian tube is unremarkable. Sectioning reveals unremarkable cut surfaces with patent lumen and open fimbria. Lastly identified in the container is a plastic t-shaped foreign object consistent with a intrauterine device, 3.4 x 3.4 x 0.3 cm. No tissue adherent to the specimen. No inscription is identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. New event device breakage & cervicitis added. Medical history & concomitant conditions were added. Lab data including pathology test were added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.